Event description:
It was reported that the smallbore 6 inch ext vlv couldn't be primed due to flow issues/blockage. The following information was provided by the initial reporter: "can¿t priming with syringe".

Manufacturer narrative:
Investigation summary: a 20039e product was not available for investigation, however the customer indicates that the product could not be primed. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph did not identify any obvious manufacturing defects which may have contributed to the customer's experience. Additional information provided by the customer indicates that the connecting product was an unknown syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20116170 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion. (CAPA) 1998036 has been raised in response to this increased trend. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e set in the past 12 months.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv couldn't be primed due to flow issues/blockage. The following information was provided by the initial reporter: "can¿t priming with syringe."